Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument for failure analysis evaluation. The instrument was found to have a broken grips at the base. A piece approximately 14.89mm x 4.93mm was found to be broken. The broken piece was returned with the instrument. Further inspection of the returned instrument found additional damage near the broken part. The instrument was also found to have a broken conductor wire and a broken molded insulator. The broken pieces measure approximately 0.11 mm x 0.4 mm, confirming that a fragment detached from the instrument and was not returned with the instrument.

Event description:
It was reported that the force bipolar instrument tip was found to be broken. There was no report of patient involvement or patient injury.